Event description:
Respiratory tech disconnected patient from ventilator (v500) to suction, and was not able to restart the ventilator. When biomed powered up the device it generated a device failure 3 alarm which was not reported by the rt and this was not seen in the logs for the rt incident either. The vent lost its user configurations, there were no logs captured during the time of the incident, and the standby and run time hours were reset to "0."what was the original intended procedure?respiratory ventilation.device #1is this a laboratory device or laboratory test?no.